Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic probe exhibited a hole in the distal end. The event occurred during a diagnostic endobronchial ultrasonography with guide sheath (ebus-gs). The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.